Manufacturer narrative:
Patient age at time of event: over 18 years of age. Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.50 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09jan2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via radial artery. The 99% stenosed, 2.75mm x 8mm, eccentric, target lesion containing a <=45 degrees bend located in the moderately tortuous, moderately calcified mid left anterior descending artery (lad). Dilation was performed with a semi compliant and a non compliant balloon. A 2.50x12mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a similar device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.